Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device used for treatment. Medical records were not provided. It was reported that the plate broke after 3 months of implantation while the patient was standing. The broken plate caused her leg to re-broke. After several attempts to get further information on this case, nothing was provided. As the device was not available for investigation, a fracture surface analysis of the broken plate could not be done. Based on the available information and performed investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent surgery on the left femur due to a break which was repaired with a femoral plate. Within (3) months the plate fractured and was revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.